Event description:
Event description guidant received information that the patient with this device had a heart rate of 50, however the lower rate limit was programmed to 70. It was noted one day later, during a follow-up visit that this device had indicated end of life. The device was implanted almost two years and this was the first time the patient had been followed by this clinic and field representative. It was unknown what the device was programmed to and premature battery depletion was suspected. The device will be explanted and returned for analysis.